Event description:
During ptca, physician was attempting to advance a pt graphix j-tip wire into the circumflex artery, a second pt graphix straight wire was also introduced into the circumflex for extra support. Post dilation, the physician pulled the balloon and both wires out. It was then discovered that the tip of the pt graphix wire was retained in the proximal lad. Several unsuccessful attempts were made to retrieve the wire tip. A decision was made to leave the tip, due to its distal location. A closure device was then utilized and angioseal was performed. Patient underwent additional angiography to ensure stability and was discharged without further complications.